Event description:
Per the audiologist, the patient reported a change in sound quality. Results of an integrity test 2008 where consistent with normal receiver/stimulator function with multiple electrode anomalies. The patient's device was explanted seven months later. Reimplantation is unknown at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.